Manufacturer narrative:
The reported field event of device reset was confirmed in the laboratory and was due to a power-on reset which occurred due to a low battery voltage. Review of the device image indicated that the low battery voltage resulted due to multiple delivered and aborted hv charges that occurred due to noise sensed on the ventricular channel. During bench testing, noise could not be reproduced. The cause of the noise could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the emergency room after receiving multiple shocks. The device could not be interrogated. The device was found to be in hardware back up mode without defibrillation support. The device was explanted and replaced.